Event description:
It was reported that several weeks after implant it was found during a follow-up visit that the right ventricular (rv) lead had high thresholds and was not capturing. The lead was reprogrammed and repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).